Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level of 1,099 mg/dl. The customer had cramps, felt confusion, and was dizzy. He treated his blood glucose level with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. In the hospital his blood glucose level dropped to 28 mg/dl due to a treatment therapy in the hospital. The hospital staff miscalculated the dosage. The device was not returned.